Manufacturer narrative:
(B)(4). No devices received, logs only. The event logs have been received and log review is pending however we are still waiting to receive the data set from the customer. A follow up report will be submitted once the investigation has been completed.

Event description:
The customer reported a methotrexate infusion took 30 hours to infuse instead of the intended 22 hours. The medication concentration was 1310 mg/1052.4 ml and was programmed to infuse at 47.8 ml/hr. A bolus infusion, concentration 33 grams/500 ml took two hours to infuse. The customer is requesting a log review. There was no patient harm and no medical intervention was required. Although requested, no additional event or patient information provided by the user.